Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent a lead replacement procedure and was reportedly doing well postoperatively.